Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced blurry vision, weakness, and difficulty walking. He checked his dexcom app, which showed glucose readings between 213¿267 mg/dl, though he was unable to recall exact values. No bg fs value was specified for this period. Upon arrival at the hospital, a blood glucose test measured 517 mg/dl. The patient was admitted and treated with IV medications (fluids and fast acting insulin, other unspecified medications). After his bg stabilized, he was discharged on (B)(6) 2026. The patient was receiving ongoing therapy following discharge, and was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.